Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative reported that while in a spinal fusion procedure, the image acquisition system (ias) was unresponsive in 'system booting please wait'. They rebooted the system 4-5 times and the system was able to establish communication successfully and they were able to take images. No delay to the surgery, issue occurred prior to when the surgeon needed the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation took place to further look into this issue but the field rep was unable to reproduce the problem or pinpoint any suspect parts to send back to manufacturer. Field rep will continue to monitor the system. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the image acquisition system (ias) was unresponsive in 'system booting please wait'. They rebooted the system 4-5 times and the system was able to establish communication successfully and they were able to take images. No delay to the surgery, issue occurred prior to when the surgeon needed the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.